Event description:
Pt was seated in shower chair with feet on the footrest. Pt bent forward and center of gravity shifted forward, placing too much weight on the footrest. The footrest dropped 2-3" to the floor causing the pt to lose balance and fall forward. The pt hit their head on the floor resulting in a large scalp laceration.